Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Mechanical inspection revealed that the helix electrode would consistently extend and retract within 11 turns, and the helix, fully extended, measured .073 inches. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed defib conductor was distorted; damage at implant was noted. Primary analysis findings noted no other anomalies were found, lead functionally normal.

Event description:
It was reported, during an initial ICD implant procedure, the helix of the lead would not deploy during repositioning. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.